Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the case the ha screw was found broken. The procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. Correction in: us zip code: should be empty. Company representative: should be empty. Additional information in: international zip code: (B)(4) user facility: should be marked.